Manufacturer narrative:
(B)(4). This lot was manufactured from august 14, 2014 to august 19, 2014. The unit was returned to the plant but was not in its original unopened package. The device evaluation was completed for the reported issue. A visual inspection was performed and noted the blue winged luer cap was missing from the device. The reported issue was verified through evaluation. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evalauted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing its winged luer cap. This malfunction was identified during inspection by the customer and before patient use. There was no patient involvement. No additional information is available.